Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep said pt hadn't had their ins charged for over a year, and was having issues with the implant 'slipping/flipping' in the pocket. Rep said that pt's hcp wanted to make sure that the battery was working correctly before doing a pocket revision/ins replacement, so pt needed to be able to charge ins. Rep mentioned pt had been in contact with another rep for about a week, and found out that the battery was about 3 years old (the only one on record for pt shows would be at least 6 years old). The rep wasn't with pt at the time of the call, but was notified by pt in person earlier today. Rep was instructed to call back through ts line or have pt call back with additional information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that they spoke with patient (B)(6) 23, patient has received new antenna and patient pr ogrammer from patient services. Patient is scheduled to come in (B)(6) 2023 to attempt to jump/charge ins. Patient has not used ins since if ins is able to turn back on, patient will be reprogrammed and no further surgery will be done if ins does not continue to flip in pocket due to patient's weight loss. If it is not possible to get ins back on the hcp had asked to update him so they can move forward with a battery swap replacement. An updated email will be sent once they have met with patient on (B)(6) 2023. Additional information received on (B)(6) 2023 indicated that rep attempted to recharge the ins by pressing the start key and repositioning the antenna of the 37751 multiple times but the antenna could not locate the ins. Technical services reviewed the instructions for physician recharge mode. Rep indicates they see the 60:00 screen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a date for the implantable neurostimulator (ins) to get replaced/revised has not been scheduled. The healthcare provider (hcp) is not scheduling it at this time. The hcp wants to see ig the patient (pt) has a working battery now that the pt has been given a replacement recharger. They also want to see if the battery flipping inside the pocket continues. The ins is still implanted in the pt.

Manufacturer narrative:
B5: see rr 800412347 for previously reported information. Two files were combined into this one. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-dec-28: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports patient came in for a re-programming session and reported that they hadn't charged within 2 years and are having trouble connecting to the ins. Rep states when trying to connect to the ins, they were unable to. The patient ended up receiving a replacement ins. Rep confirmed on the call that this case has already been reported, but did not provide the mpxr number. No symptoms were reported. On 2024-jan-16: additional information was received from a manufacturer representative (rep). The rep reported that the ins was explanted. Rep saw patient due to healthcare provider (hcp) wanting patient to get a charging system to check if current ins was still working since patient had to leave their charging unit due to a domestic issue, as well a pocket revision. Patient notified rep that they had not charged their system for over a year, they do not remember the last time they charged or when they noticed the spinal cord stimulator (scs) system stopped working (due to not being charged). We were able to use a gifted charger and attempted to get ins to power on multiple times, none were successful. The hcp scheduled patient for replacement. The cause of not being able to connect to the ins is that the patient did not charge ins for over a year due to leaving charging unit behind due to domestic issue. Patient never reached out to get charging unit replaced. The device was discarded.